Event description:
Litigation alleges pain, instability and elevated metal ion levels. Update rec'd 8/5/2014- pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/19/2014. Update 12/1/2014- pfs and medical records received. After review of the medical records for MDR reportability, the patient had high ions levels in (B)(6) 2012. The femoral stem is being added for the high metal ion levels. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/29/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search on the added stem found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 8/6/15-pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2015 for metal on metal reaction. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.